Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of myopotential noise. The sensing vector at the time of the shock was set to the primary vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of electromechanical noise. The patent had gotten out of bed and was bending over at the time of the shock. Also, the shock impedance was 116 ohms, which is high but within normal limits. The sensing vector for the shock was set to the primary sensing vector. Technical services discussed some testing to do for myopotential or electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electromechanical noise. The patent had gotten out of bed and was bending over at the time of the shock. Also, the shock impedance was 116 ohms, which is high but within normal limits. The sensing vector for the shock was set to the primary sensing vector. Technical services discussed some testing to do for myopotential or electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.